Manufacturer narrative:
The returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed in the field. Despite no mechanical anomaly of the housing was mentioned in the supplemental document, a damage to the integrity of the device might still have occurred in other locations (e.g. Crack underneath the cap). The noted leaking was likely the reason for the malfunction of the device. The attached picture showed a bulged housing. The bulging of the housing may indicate that the device was not refreshed/used for a long period of time. This is a combined initial and final report.

Event description:
The recipient returned the dacapo powerpack due to electrolyte leakage to service _ repair (B)(6). The user did not come into contact with electrolyte. No damage to health or injury has been reported.